Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a vessel puncture using a prostar device after an endovascular aneurysm repair (evar) interventional procedure with an 18f sheath. Reportedly, an unspecified failure occurred and as a result of the device issue, thrombin treatment was administered [for bleeding]. The method used to achieve hemostasis was not provided. Details are listed in the attached article, titled "the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: "the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair." B3: date of procedure estimated as (B)(6) 2005 as this is one of the dates in the range that this study took place. D4: the UDI is unknown as the part and lot number were not provided in the literature. The summary data provided in this publication is captured under manufacturing reference number (B)(4). This report captures ones of three individual patients discussed. Patient number 12. The additional individual patients discussed are captured under: (B)(4).